Event description:
Boston scientific crm received information that this patient with this pacemaker passed away late last year. Boston scientific recently received a copy of the death certificate which listed the causes of death to be uremia, end stage renal failure as well as endocarditis. The device and leads have been returned to boston scientific and will be analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the [defibrillation], pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.